Manufacturer narrative:
(B)(4). Implant date -(B)(6) 2018. Concomitant medical products: 163669, 32mm mod head cocr std neck, j6070741, 010000665, g7 pps ltd acet shell 56f, 6209960, 010000928, g7 hi-wall e1 liner 32mm f, 6180830. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03093.

Event description:
It was reported that the patient's right hip was revised two months post-implantation due to dislocation. The stem sank within the femur. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x rays. X-ray review: right total hip arthroplasty with evidence of subsidence and associated joint space narrowing, likely limiting range of motion was noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised two months post implantation due to loosening. The stem sank within the femur. Attempts have been made and additional information on the reported event is unavailable